Event description:
It was reported that the handpiece began overheating during an extraction procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with corrosion and the rotor stuck in the motor. The rotor, drive-shaft, motor, housing, and spindle housing were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.